Event description:
N/a.

Manufacturer narrative:
The roto-lok hunter bowel grasp (625164) was returned for evaluation. Failure analysis: the returned 625164 roto-lok hunter bowel grasp is in used condition with the rotating knob broken free and the handles loose due to rough handling/wear. No manufacturing, workmanship or material deficiency has been identified. Root cause analysis: the reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Roto-lok (625164) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that prior to use in surgery, the roto-lok hunter bowel grasp ((B)(4)) rotated freely when turning the roto-lok part. It was judged that the tissue could not be grasped and they discontinued using it. Another product was used to complete the procedure. There was no patient injury and no delay in surgery reported.